Event description:
It was reported that a reamer head broke off into the tibia during a tibial nail procedure for a tibia fracture. All of the pieces of the device were retrieved. There was no delay in surgery. Surgery was successfully completed with another reamer head that was available. Patient status was not reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional classification code hrx. A review of the device history records was performed and the lot was inspected and conformed to the synthes tabulated incoming final inspection sheet # (B)(4), revision ¿(B)(4).¿ there were no complaint-related issues, manufacturing report records, or non conformance records associated with this lot. (B)(4) parts were released to the warehouse. The reamer/irrigator/aspirator (ria) was manufactured to the synthes drawing number (B)(4), revision ¿(B)(4)¿, released on (B)(4) 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.